Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a patient complication. The physician believes the patient has an abnormally weak distal end of his left corpora. No additional patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Tissue damage is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. The reported patient symptom of tissue damage is a known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a patient complication. The physician believes the patient has an abnormally weak distal end of his left corpora. No additional patient complications were reported.